Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was intermittently unresponsive after touchscreen calibration was performed. There was no patient involvement at the time the issue was discovered as the issue occurred during setup. There was no report of patient or user harm.

Manufacturer narrative:
Per the good faith effort (gfe) response received, the biomedical engineer (bme) tried programming the touchscreen and could not confirm that there was a touchscreen component issue. However, the replacement of the user interface assembly resolved the reported issue of the touchscreen being intermittently unresponsive after touchscreen calibration. The device passed the required performance verification tests per philips standard and was returned to service. Product UDI is corrected.